Manufacturer narrative:
D6: device returned with no lot identification. The product complaint analysis team has completed its investigation of the device which was returned. The results of the investigation conducted by the appropriate engineers and technicians are listed below. Visual inspections & results: cam position: engaged/disengaged,disengaged; cartridge batch number: j45a4y; cartridge position: loaded; drivers present in cartridge, present/prox 2 up; firing knob position: back/partial, back; gapspace pin condition: good; hook latch position: open/closed, closed; instrument halves: joined/separate, joined; knife condition: good; staples present? Formed/unformed, in down drivers and swing tab position: locked/unlock, missing. Analysis conclusion: based on the info received and the visual inspection, it was confirmed that the swing tab is missing from the cartridge. The cartridge was examined under magnification and there were marks present on the cartridge, indicating that the swing tab had been present at one time. It could not be determined as to how or where the swing tab fell out of the cartridge. Employee awareness sessions will be held as a result of this inquiry. Mfg and engineering have been notified of the reported incident.

Event description:
It was rpt'd the device was used during a lobectomy procedure. It was rpt'd by the affiliate that the surgeon could not fire the device on the second firing. The orange swing tab of the cartridge was missing. There was no pt consequence.